Event description:
While the surgeon resecting with bipolar loop, he noticed the part of the loop remained in the patient. The surgeon used rigid grasper to removed the broken part of the loop. No perforation or injury noted. No xray done. FDA safety report ID # (B)(4).